Event description:
It was reported that during deployment of the superion indirect decompression system implant the patient's stats dropped and the physician aborted the procedure. Patient did well post-operatively.